Event description:
Pt was intubated due to respiratory failure. Following intubation, during ett positioning, the cuff ruptured. The pt was re-intubated and transferred to intensive care and a chest x-ray was done. Shortly after, the ett cuff ruptured and the pt was again re-intubated.